Event description:
It was reported that the patient's left side ins was removed due to an infection. The patient received IV antibiotics and the symptoms resolved. After full recovery, the patient was reimplanted with an ins on the left side. At the same time, the patient's right side ins was replaced due to battery depletion.

Manufacturer narrative:
(B)(4).